Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, at the first firing, the cartridge stopped halfway when resecting the stomach. After that, when trying to replace the cartridge, the release button of the adapter did not return. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. There was no patient injury.